Event description:
The biomed is reporting the v60 diagnostic code program crc test failed. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and biomed has confirmed program crc test failed in the v60 significant event log. Product support advised customer the recommended repair is to reload the software or replace the cpu board. Product support emailed the customer v60 software version 3.00 and advised on loading the software. Customer is reporting the v60 software has successfully been downloaded and loaded onto v60. Product support advised customer to run the unit for 48 hours and report back any problems. The biomed is reporting running the unit for 4 days after reloading the software with no error codes. The customer has advised to close the case. Biomed will call back if they have any additional questions.